Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and began positioning the device. After multiple approach attempts were made the physician was able to position the was in the laa of the patient. A transesophageal echocardiogram (tee) imaging sweep for a pericardial effusion was performed and it was noted that the pre-existing pericardial effusion was a little bigger. The patient and effusion remained stable, and the procedure was continued. The physician then successfully implanted the closure device in the laa of the patient. The next day the physician performed a pericardiocentesis as the patient worsened and was noted to have a pericardial effusion with cardiac tamponade. 350cc of fluid was drained from the patient and they are expected to make a full recovery with a planned discharge from the hospital.